Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device failed to reboot. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that foundation application became stuck on a white screen during launch, displaying an error indicating it could not access server data. A field service engineer (fse) reimaged the anesthesia station to version 1.74 and completed the software installation with assistance from another fse and customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.